Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of power cable disconnect, and no external power alarms was confirmed via the submitted log files and evaluation of the heartmate 3 system controller (serial number: (B)(6); however, the reported event of premature battery depletion was not confirmed. On (B)(6) 2026, the log files captured intermittent no external power, power cable disconnect and low power advisory alarms that were not associated with power source exchanges or routine battery depletion due to the relative state of charge and bus voltage dropping outside the expected voltage range. The alarms occurred on the black power cable while connected to 14v li-ion batteries, and the mobile power unit. The backup battery was able to support the system during the losses of external power. The driveline was disconnected on (B)(6) 2026 for the reported system controller exchange. The atypical alarms did not impact the controller¿s ability to support the pump and there were no other notable events captured in the log file. The provided information stated that on (B)(6) 2026, the patient experienced no external power and power cable disconnect alarms while connected to the mobile power unit. The patient switched from the mpu to batteries without issue. After was confirmed that the mpu was plugged in correctly, a replacement mpu was sent to the patient on (B)(6) 2026. The patient continued to experience no external power and power cable disconnect alarms and performed a heartmate 3 system controller exchange by themselves on (B)(6) 2026, resolving all the stated alarms. It was also reported that the patient experienced premature battery depletion while connected to the black power cable. The returned system controller (serial number: (B)(6) was connected to a test power module and connected to a mock loop. A yellow wrench and red battery appeared on the power module and an atypical replace power alarm activated on the system controller. The electrical resistance of the underlying wires in both power cables was measured and were unremarkable. The insulation of both power cables was tested and revealed that the green wire within the black power cable would intermittently short to the shielding. Damage to this wire would cause atypical no external power, power cable disconnects, and low voltage advisory alarms to occur. A root cause for the reported no external power and power cable disconnect alarms was determined to be a short to shield on the black power cable. A root cause for the reported premature battery depletion could not be conclusively determined through this investigation. The relevant sections of the device history records for (B)(6) documents were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, doc rev. D and the heartmate 3 patient handbook, document rev. An are currently available. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use document rev. D section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook (doc. Rev. D) section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including power cable disconnect, low voltage, and no external power alarms. Heartmate 3 instructions for use document rev. D section 8-¿equipment storage and care¿ and heartmate 3 patient handbook (doc. Rev. D) section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was presented to the clinic after completing a system controller exchange on (B)(6) 2026 at home by themselves. The patient called the site on (B)(6) 2026 indicating that an external power disconnect alarm was active that morning while connected to their mobile power unit (mpu) (serial number (B)(6)). They were able to switch from mpu to the battery without issues. They also reported that the battery connected to their black power cable was draining that day quicker than anticipated. They did not report any damage to any pins on either of their power cables or mobile power unit cable. After confirming the patient¿s mpu was correctly plugged in and the green power light was on, they also mentioned that when switching from battery to mpu, an external power disconnect alarm became active only when the black power cable was connected to the mpu. A new mpu was shipped to the patient and received on (B)(6) 2026. On 16feb2026, the site received a message that the new mpu did not resolve the issue. The patient proceeded to complete a system controller exchange at home which resolved all of their issues. Log files were provided for review. Log file review captured several odd power cable disconnect, low power, and no external power alarms between (B)(6) 2026 while the patient was connected to both batteries and the wall unit. It appeared that there might have been a connection issue with the system controller or controller leads. The driveline was disconnected at 6:17 pm on (B)(6) 2026. Following the system controller exchange, the alarms resolved. The log file noted a few low power advisories on the new system controller due to normal battery depletion. At the site, the returned mpu was tested with the demo system controller, and it appeared to work without issues. The site attempted to connect the exchanged system controller to the mpu. When the white power cable was connected, there were no issues. Once the black power cable was connected, all lights went out on the mpu. The yellow wrench flashed on the system controller, all other lights were out, and there was an intermittent beep heard. It also appeared that when they shook the system controller, the mpu turned back on, and the system controller went into charge mode as it should with no alarms active. When it was shaken a bit more, the mpu lights turned off and the controller proceeded to have solely a yellow wrench with intermittent beep. It was assumed there was a loose connection somewhere within the controller.